Event description:
The following information was reported: one balloon loss of pressure and one device pull through were reported on the same patient. The procedure was coronary intervention. No further information is available.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5mm from the balloon proximal tip. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. In addition, it should be noted that per the mynxgrip instructions per use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1409401) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00580 for the first device.